Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead explant procedure due to multiple high impedances. The patient was doing well post operatively.